Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received indicating the patient passed away due to unrelated causes. The physician considers the death was unrelated to the infection and there is no allegation, suspicion, doubt, and/or no known existing analysis suggesting the death was device-related. No additional intervention is required.

Event description:
It was reported that during an unrelated event, diagnostic imaging was performed and an unknown mass was observed near the pocket, indicating possible infection. Additional diagnostic imaging was performed, however, the results have not yet been provided. No intervention has been performed at this time. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.